Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, while the catheter was in a flower configuration, two of the petals were positioned on top of each other. The catheter was moved back to a basket configuration, and a spline inversion was noted. The catheter was undeployed and spun in the sheath, but this did not resolve the inverted spline. The catheter was removed to manually inspect. The spline was manually fixed, and deflection was tested outside of the patient before going back inside the body. When the catheter was pulled back to a flower configuration, the catheter would not go back into a flat flower. The boston scientific (bsc) starter guidewire was removed from the catheter, and when trying to reinsert the guidewire into the catheter, the guidewire would not go inside smoothly, and was met with resistance. No tissue was seen at the tip of the catheter or guidewire. The catheter was replaced, and the procedure was completed without patient complications. The original guidewire was used to complete the procedure. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. During functional testing of the catheter, it was not possible to load a guidewire to actuate the deployment and undeployment mechanism of the catheter. As the guidewire could not be loaded, it also was not possible to perform a planarity test involving deployment of the splines. The catheter was dissected, which revealed damage in the guidewire lumen near the hypotubes of the catheter. The reported guidewire stuck event was confirmed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, while the catheter was in a flower configuration, two of the petals were positioned on top of each other. The catheter was moved back to a basket configuration, and a spline inversion was noted. The catheter was undeployed and spun in the sheath, but this did not resolve the inverted spline. The catheter was removed to manually inspect. The spline was manually fixed, and deflection was tested outside of the patient before going back inside the body. When the catheter was pulled back to a flower configuration, the catheter would not go back into a flat flower. The boston scientific (bsc) starter guidewire was removed from the catheter, and when trying to reinsert the guidewire into the catheter, the guidewire would not go inside smoothly, and was met with resistance. No tissue was seen at the tip of the catheter or guidewire. The catheter was replaced, and the procedure was completed without patient complications. The original guidewire was used to complete the procedure. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.